Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single-use device.

Event description:
The customer reported multiple false positive results with the binaxnow covid-19 ag self-test for her and her husband performed on multiple dates. This MFR. Report addresses patient one (1) of two (2) using lot 212454 and is report three (3) of eight (8). The customer reported a false positive result for her with the binaxnow covid-19 ag self-test performed on (B)(6) 2022. Confirmation testing was performed (platform: rush covid-19) and generated a negative result (CT values not provided). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The lot number initially reported was done so in error, the customer was not able to provide a lot number for this event. Investigation conclusion: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.b5; d4 - removed lot number; e1 - added country; h6 - corrected type of investigation, investigation findings, and investigation conclusions; h10 h3 other text : device discarded, single-use device.

Event description:
The customer reported multiple false positive results with the binaxnow covid-19 ag self-test for her and her husband performed on multiple dates. This MFR. Report addresses patient one (1) of two (2) and is report three (3) of eight (8) the customer reported a false positive result for her with the binaxnow covid-19 ag self-test performed on 19oct2022 confirmation testing was performed (platform: rush covid-19) generated a negative result (CT values not provided) no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 212454 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 212454, test base part number 195-430h / lot 207836. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 212454 showed that the complaint rate is 0.000981%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination.. H3 other text : device discarded, single-use device.

Event description:
The customer reported multiple false positive results with the binaxnow covid-19 ag self-test for her and her husband performed on multiple dates. This MFR. Report addresses patient one (1) of two (2) using lot 212454 and is report three (3) of eight (8) the customer reported a false positive result for her with the binaxnow covid-19 ag self-test performed on 19oct2022 confirmation testing was performed (platform: rush covid-19) generated a negative result (CT values not provided) no additional patient information, including treatment and outcome, was provided.